Event description:
It was reported that during surgery, the mesher handle became stuck, then the graft got stuck inside. The handle was unable to perform the up and down motion. It is unknown if there was patient impact or delay attributed to this event. Due diligence is complete.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h6 and h11. Review of the most recent repair record could not be completed because the serial number is unknown and no further information was available. Device history record (DHR) review was unable to be performed as the lot number is unknown. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was reported that during surgery, the mesher handle became stuck, then the graft got stuck inside. The handle was noted to also not be able to perform up and down motion. There is no patient impact or delay reported. An alternate device was available to complete the procedure. Due diligence is complete and no additional information is available. There was no adverse event associated with this malfunction.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: australia